Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product. Device manufacture date was unavailable.

Event description:
It was reported that the patient presented for generator change and revision of the right atrial lead due to noise. During the procedure a long, full insulation breach from the transition point of lead body to the connector pin was observed by visual inspection. The lead was capped and replaced on (B)(6) 2020. The patient was stable throughout and no adverse events were noted.